Event description:
A patient reported experiencing inaccurate high results with a fasstake meter. The patient's blood glucose results were 144 compard to th labs 117mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.